Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after several firing was done, upon trying to clip the intercostal artery, two clips came out into jaws at the same time. One of those clips fell into the body of patient but it was retrieved. To clip on another side of artery, a doctor fired but no clip was applied on patient with nothing loaded on jaws. However, the doctor cut it without recognizing the failure of clipping by misloading on jaws, and this caused the bleeding. Opened another new surgiclip: product id134046 and found it could be used normally for several clippings. However, later confirmed the malformation of clip that was automatically loaded on jaws: a distal part of the clip was slightly bent in one side. Using the third one, the case was completed. Reported noting improper in operations of the concerning products by the customer. Operating time not extended.